Event description:
It was reported that the device was used during a diagnositc lap procedure. The shield of the device did not engage after the blade entered the body. There was no consequence to the patient.